Event description:
Per the instructions for use (IFU) for the device perforation or dissection of vessels is a known potential complication associated with the use of the device. Arrhythmias and hypotension are known potential adverse events associated with the use of local and/or general anesthesia and the overall tavr procedure. Peri-procedural ventricular arrhythmias can be associated with patient and procedural factors such as poor ventricular function, inadequate coronary perfusion, hypovolemia, annular rupture/ aortic dissection, tamponade, wire and catheter manipulation and burst pacing. During the ta procedure, ventricular arrhythmias can also be associated with apical access and/or significant bleeding from the access site. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure. As a result of these factors, intra-operative hypotension is very common and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. According to literature review, and as documented in an edwards¿ technical summary, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators and proper guidewire positioning during the procedure. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The minimum required vessel diameter for a 22fr sheath is 7mm. According to the information provided the patient¿s access vessel minimum luminal diameter measured 7mm with mild tortuosity and calcification. In this case, the cause of the reported aortic dissection and subsequent hemodynamic collapse during the tavr procedure cannot be confirmed; however, according to the information provided, the sheath was advanced without difficulty and as per the physician¿s assessment the hemodynamic collapse was due to the descending aorta dissection caused by the lunderquist wire used while inserting the sheath. It appears that the events were related to procedural factors. Another risk factor that may have contributed to the vessel injury was patient¿s borderline access vessel diameter for a 22fr sheath. The sheath was not available for evaluation; there was no allegation or indication of a device malfunction that could have been associated to the reported events. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards lifesciences field clinical specialist, during the insertion of the 22fr edwards sheath in a transfemoral tavr case, the lunderquist wire caused a dissection in the proximal descending aorta (as per the physician¿s assessment). 22mm and 24mm endografts were deployed and extended from the proximal descending aorta distally. The patient became hemodynamically unstable with hypotension and arrhythmias. CPR was performed and continued until time of death was called. During this time, the patient was given 16 units of blood, 10 units of plasma and epinephrine, amiodarone and levophed were administered to the maximum. A decision was made to perform a bav with the edwards 20mm x 4cm balloon to aid in the impella insertion and to relieve some of the aortic stenosis to improve hemodynamics. After bav, it was noted that the dissection extended into the abdominal aorta below the level of the renal arteries. The resuscitation efforts were discontinued at this point. The cause of death was hemodynamic collapse due to the aortic dissection. Per report, the dilators (up to the 25fr) were used without difficulties; the 28fr dilator was not used. Nothing out of the ordinary was noticed while prepping the 22fr sheath. The sheath was slowly inserted without difficulty, and was not removed from the vessel due to the hospital policies.

Manufacturer narrative:
Per the instructions for use (IFU) for the device perforation or dissection of vessels is a known potential complication associated with the use of the device. Arrhythmias and hypotension are known potential adverse events associated with the use of local and/or general anesthesia and the overall tavr procedure. Peri-procedural ventricular arrhythmias can be associated with patient and procedural factors such as poor ventricular function, inadequate coronary perfusion, hypovolemia, annular rupture/ aortic dissection, tamponade, wire and catheter manipulation and burst pacing. During the ta procedure, ventricular arrhythmias can also be associated with apical access and/or significant bleeding from the access site. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure. As a result of these factors, intra-operative hypotension is very common and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. According to literature review, and as documented in an edwards¿ technical summary, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators and proper guidewire positioning during the procedure. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The minimum required vessel diameter for a 22fr sheath is 7mm. According to the information provided the patient¿s access vessel minimum luminal diameter measured 7mm with mild tortuosity and calcification. In this case, the cause of the reported aortic dissection and subsequent hemodynamic collapse during the tavr procedure cannot be confirmed; however, according to the information provided, the sheath was advanced without difficulty and as per the physician¿s assessment the hemodynamic collapse was due to the descending aorta dissection caused by the lunderquist wire used while inserting the sheath. It appears that the events were related to procedural factors. Another risk factor that may have contributed to the vessel injury was patient¿s borderline access vessel diameter for a 22fr sheath. The sheath was not available for evaluation; there was no allegation or indication of a device malfunction that could have been associated to the reported events. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.